Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy from the right ventricular (rv) lead. It was reported the lead exhibited oversensing, noise, and low high voltage impedance. Additionally, the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The lead was reprogrammed off. Subsequently the ICD were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the full lead was returned and analyzed.the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
Furthermore, the lead was explanted and replaced.